Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no irrigation at the beginning of the phacoemulsification portion of a cataract procedure. First the the phaco tip was replaced. Then the phaco tip and the cassette were replaced. This resolved the issue. The procedure was completed without harm to the patient.

Manufacturer narrative:
A device history record for the reported lot showed that the order was built and released per specification. The returned cassette used sample was visually and functionally tested and met specifications. The root cause of the customer's complaint could not be established; the returned sample met specifications. No phaco tip was returned for no irrigation at the start of the phaco procedure. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).